Manufacturer narrative:
(B)(4).

Event description:
The pt was implanted with an implantable neurostimulator system for several years to treat a bi-lateral radicular pain. After the neurostimulator was changed in (B)(6) 2010, electrode 1 had impedances >4000 ohms. The pt's pain on the right side could not be relieved anymore. After several unsuccessful reprogramming sessions, a first exploration of the neurostimulator-extension system was undertaken on (B)(6) 2011. The extension was unplugged, cleaned, and plugged-in again. The extension-neurostimulator connection did not work better after the revision. A second exploration was performed on (B)(6) 2011; the whole system was changed. A new lead, extension, and neurostimulator were placed. The new system is now functional and the pt is fine: the paresthesias cover the same territory as before this series of events. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.